Event description:
It was reported that this implantable pacemaker was found in safety mode during routine follow-up. The patient is not pacemaker dependent and the device replacement procedure has been scheduled, however, it has not yet been confirmed. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found in safety mode during routine follow-up. The patient is not pacemaker dependent and the device replacement procedure has been scheduled. Subsequently, the device was explanted and replaced. No further information was able to be obtained. No additional adverse patient effects were reported.